Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was trying to increase stimulation and saw the settings not available screen. The consumer attempted to decrease stimulation on group a program 1 from 2.0 and decreased to 0. The patient could then only increase back up to 0.4. The patient had another program available in group a but only had group a available. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. It was reported that the ¿settings not available¿ message appeared on the controller and electrode 6 had impedance measurements greater than 40k. The rep took that electrode out of programming and added a 3rd program to optimize the patient¿s back coverage more. The rep then went to the patient programmer (pp) and saw the ¿settings not available¿ message on all three of the patient¿s programs. It was noted that the three programs were at ~3-4ma each, 450us/350us/300us and 180hz when this occurred. The rep then went back to tablet and merged programs 2, 3 and then when they went back to the controller. The issue had resolved, and the patient could increase their stim fine and wasn¿t seeing ¿settings not available¿ message any longer. The rep speculated that the ¿settings not available¿ message that was seen on all 3 programs might have been a temporary issue because the rep was going back and forth between the tablet and controller, but this was not confirmed. There were no further complications reported or anticipated.